Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed battery depletion. Analysis of the device memory indicated there was a low telemetry battery voltage. Device battery voltage of 2.79v on implant date of (B)(6) 2014. Device had additional current drain in the box that was present at implant. With later measurement battery voltage had increased to 2.88v on (B)(6) 2015. (B)(4).

Event description:
It was additionally reported that the device exhibited high current drain and the battery voltage was rapidly trending down since implant. The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the implantable pulse generator (ipg) device had been in the trunk and was exposed to relatively cold weather. It was noticed after implant that the device had a low battery voltage that was below the elective replacement indicator (eri) measurement. The eri alert had not triggered. It was suspected that the low battery reading was due to the weather with frost advisories. The device was re-interrogated days after implant and the voltage had risen to a normal range. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated there was a low telemetry battery voltage. Device battery voltage of 2.79v on implant date of (B)(6) 2014. Device had additional current drain in the box that was present at implant. With later measurement battery voltage had increased to 2.88v on (B)(6) 2015. (B)(4).